Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the event description it states: ¿noted some staples malformed with straight leg . Changed the new device to continue the surgery.¿ then it continues to state: ¿all the problem were some staples malformed . Changed the new one to complete surgery.¿ please clarify, how many ec45a¿s were the cause of malformed staples in this procedure? How many ec45a¿s were used during this procedure?.

Event description:
It was reported that during the lobectomy surgery, when severing vascular tissue on the first firing with ec45a, after fired, noted some staples malformed with straight leg . Changed the new device to continue the surgery. The surgeon continue used 3 gst60g and 8 ecr60g in the procedure, all the problem were some staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2021. Additional information: bq: in the event description it states: ¿noted some staples malformed with straight leg . Changed the new device to continue the surgery.¿ then it continues to state: ¿all the problem were some staples malformed . Changed the new one to complete surgery.¿ please clarify, how many ec45a¿s were the cause of malformed staples in this procedure? How many ec45a¿s were used during this procedure? Only one ec45a was used in procedure.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. D4: batch #u5ez7x. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with the closure trigger and anvil in opened position with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Event could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.